Event description:
Customer reported that erroneously high sodium results were generated by the synchron lx I 725 system. The system was within calibration and specification prior to the event. The results were not reported out of the laboratory; accordingly there would be no change to the pts' treatment or care. The samples were retested and yielded results within expectations. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found a co2 line installed incorrectly. The line was reinstalled in the proper configuration. No further info was provided. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.